Manufacturer narrative:
(B)(4). The customer requested for a field service representative to go onsite to evaluate the ventilator. No root cause has been determined at this time, since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their 3100b ventilator only goes 20% it and won't budge. There is no patient involvement.